Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 20sep2018. The customer's biomedical engineer confirmed the touchscreen issue. The biomedical engineer stated that the problem appeared to be a dirty filter causing the device to overheat. Reportedly, after replacing the filter, a screen calibration was performed; leaving the device to run overnight. There were no further problems observed with the device and it was returned to service.

Event description:
The customer reported that the screen was not responding to touch. There was no patient involvement. The event date was not specified; estimate used.